Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed a "paddle fault" error message when using the multi-function cable. The complainant indicated that there was no patient involvement in the reported malfunction.